Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believed there to be air bubbles in the patient tubing during the fill tubing step. The customer's blood glucose was 468-469 mg/dl with ketones, size unknown. The customer resumed insulin delivery successfully.